Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead was revised due to a perforation. The original md tied suture too tight on the lead, so lead was extracted and replaced.